Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed the patient's right access vessel had presence of tortuosity and an undersized vessel region. The patient's right access vessel also had presence of calcification. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve frame damage and subsequent vascular dissection that resulted in the patient's death was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, an attempt was made to pull the valve out after it could not be advance through the esheath+, but it was pulled too hard that the esheath+ had came out. At this time, the valve was evaluated and it appeared to have a bent strut at the outflow of the valve frame" and "the esheath+ appeared very kinked past the non-expandable portion". Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", "do not over-manipulate the sheath at any time". In this case, the patient's access vessels had presence of tortuosity, calcification, and undersized vessel regions. The presence of calcification, tortuosity, and undersized vessel regions can create a challenging pathway during delivery system advancement and/or withdrawal, leading to resistance. Additionally, the delivery system with the crimped valve was stuck within the sheath shaft during insertion and an attempt to withdraw through the sheath was made. Excessive force was likely used that the sheath was removed from the patient while the valve and delivery system remained in the vessel, and likely leading to the sheath kink reported. In the process, it is possible that the outflow side of the crimped valve interacted with the kinked sheath during the withdrawal attempts, leading to a bent strut at the outflow as reported. As such, the available information suggests that patient factors (calcification, tortuosity, and undersized vessel) and/or procedural factors (excessive force, attempted valve withdrawal through sheath, and kinked sheath) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference manufacturer report numbers 2015691-2024-07957 and 2015691-2024-07958 for details of the other events. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, after the esheath+ was removed, the valve was evaluated, and it appeared to have a bent strut at the outflow of the valve frame. It was also reported by the fcs that there was difficulty advancing the 14fr esheath+. A 16fr dilator was used. The right iliac was ballooned with a 7 mm balloon followed by an 8 mm balloon. The esheath+ tip was then advanced to the iliac bifurcation and just into the aorta. In the process of advancing the delivery system with valve through the 14fr esheath+ under great resistance, the iliac perforated and the patient passed away. It was noted prior to the case that access had been discussed. It was indicated that the right iliac does not appear to be an option due to the heavily calcified area in the common iliac artery. The left iliac was possible, but it was suggested that a cutdown be perform for controlled access and closure due to the calcification and possible shockwave of the external iliac. It was also indicated that the left carotid was good for alternative access and the right subclavian may be difficult based on the acute bend in the artery. Subsequently, an intervention was performed to the iliac arteries prior to the case. The intervention performed was extensive ballooning and shockwave to the right iliac along with placement of a stent in the left iliac. Additional information was provided by the fcs. Per the fcs, the valve became lodged in the esheath+ and was not able to advance. An attempt was made to pull the valve out, but it was pulled too hard that the esheath+ came out. The valve was partially deployed in order to remove the delivery system nosecone. During the attempt to remove the delivery system, it was noted that the balloon had separated from the shaft slightly after it was partially inflated to get the nosecone through the valve. Resistance was felt in the esheath+ at the common iliac artery. The esheath+ appeared very kinked past the non-expandable portion. An attempt was made to repair the lacerated iliac artery by performing an occlusion of the aorta with a balloon and placing covered stents, crossing over the bifurcation of the right iliac bifurcation. However, it appeared the dissection had carried into the descending aorta. It was noted that the cause of the dissection was not due to the valve being outside of the esheath+ but was due to pushing too hard that the delivery system and esheath+ bent and appeared to lacerate the iliac artery.